Event description:
As reported by the user, when the pvak - 400 micron fiber procedure kit was opened during the prepping for an endovenous laser treatment, the fiber tip was noted to broken off the fiber core inside the packaging. Physician discarded the defective device and used another new of the same device to completed the procedure without complications. This event occurred outside of the pt. There was no pt contact, hence there was no pt harm or injury.

Manufacturer narrative:
A review of the lot history records was performed for the packaging and component lots obtained through a ship history report for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly, and performance specifications. It was reported that the device involved I the incident was disposed by the user and would not be returned for evaluation. As the reported complaint sample was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint cannot be confirmed. Although the complaint cannot be confirmed, the root cause based on previously viewed samples of similar complaints is handling damage after the device left the manufacturing facility. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).